Event description:
During a c-section, upon opening the peritoneum, it was noted that one of the blades of a metzenbaum scissor broke off and fell above the peritoneal area. Both blade and scissor was removed off the field. All pieces retrieved.